Manufacturer narrative:
Additional information was received that the patient was doing well. It was also reported that the lead was cut and damaged.

Event description:
A report was received that the patient showed signs of spinal cord damage which was confirmed by the magnetic resonance imaging (MRI). It was believed that the spinal cord damage was likely from the implant procedure and not from the device. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4): device evaluation indicated that the device passed all tests performed and revealed no anomalies. Sc-8336-50 sn#: (B)(4): the lead was cut during the explant procedure, and all the proximal tips were not returned. X-ray inspection found that the cables were all intact.

Event description:
A report was received that the patient showed signs of spinal cord damage which was confirmed by the magnetic resonance imaging (MRI). It was believed that the spinal cord damage was likely from the implant procedure and not from the device. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient showed signs of spinal cord damage which was confirmed by the magnetic resonance imaging (MRI). It was believed that the spinal cord damage was likely from the implant procedure and not from the device. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the symptom for spinal cord damage was weakness in the hands and arms. The leads were implanted in the neck and the symptoms manifested postoperatively.

Event description:
A report was received that the patient showed signs of spinal cord damage which was confirmed by the magnetic resonance imaging (MRI). It was believed that the spinal cord damage was likely from the implant procedure and not from the device. The patient underwent an explant procedure. No device malfunction was suspected.